Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
New information received states that surgical intervention took place on (B)(6) 2021 wherein the ipg was relocated to the lateral side. There were no complications during the procedure. Therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was experiencing inappropriate shocks from their implantable pulse generator. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No additional information is available at this time.